Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was using off-label insulin lyumjev. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and eventually resolved the issue by observing some insulin during subsequent attempts.